Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported needle anomaly. The customer¿s blood glucose at time of incident was unknown. Customer¿s blood glucose was high. Customer reported that she had cannot find sensor and sensor signal not found today, after having t-shot it yesterday. Customer remove the sensor and observed that electrode was missing. The sensor will not be returned for analysis.